Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument failed the electrical continuity test. The housing was removed and the conductor wire was found to be broken at the proximal end. As a result, energy delivery would not work when activated on the system. A review of the instrument log for the product associated with this event shows that the instrument was last used on (B)(6) 2019 on system (B)(4). There was no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. A review of the site's complaint history does not show any additional complaints related to this product. Based on the information provided at this time, this complaint is being reported because the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. Although there was no patient harm related to this event, if the product malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument did not coagulate. There was no reported injury. Intuitive surgical, inc. (Isi) obtained the following information about the complaint: the procedure was completed with a backup instrument. The reporter could not provide more details regarding the event or surgical delay.